Manufacturer narrative:
Date received by manufacturer: bd was initially made aware of this complaint on (B)(6) 2020. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received via the investigation on (B)(6) 2020 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. (B)(4). Investigation summary: six 1ml blister packs from batch 9318832 (p/n 309623) and six loose 1ml syringes with needles were received and evaluated. It was observed five of the packages had incomplete or no seal present and two of the packages also had portion of the of the batch information cutoff. One of the packages was fully sealed and contained no product inside. All six packages were rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the samples provided. Root cause description: machine logs indicate there was an issue with the seal pressure valve during the manufacture of this batch. Potential root cause for the open seal defect is associated with the packaging process. It was likely due to and equipment malfunction that caused insufficient seal pressure. The seal station on this machine was replaced as of (B)(6) 2020. Rationale: no CAPA required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 6 bd¿ tuberculin syringes with the bd precisionglide¿ detachable needle had damaged packaging units, and some had part of the batch information cutoff from the packaging label. The following information was provided by the initial reporter: "per customer's response by e-mail on (B)(6) 2020 the lot number of the syringes involved: (B)(4). No one was hurt, I have experienced this before and never reported." From the investigation findings: "six 1ml blister packs from batch 9318832 (B)(4) and six loose 1ml syringes with needles were received and evaluated. It was observed five of the packages had incomplete or no seal present and two of the packages also had portion of the of the batch information cutoff. One of the packages was fully sealed and contained no product inside."